Event description:
It was reported that during a right ventricular (rv) lead revision, this right atrial (ra) lead was dislodged. The physician decided to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.